Event description:
It was reported that the customer was receiving no delivery alarms that were resolved with a complete set change. Customer's blood glucose was over 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.